Event description:
It was reported that a right ventricular leadless pacemaker's (lp) helix became stretched after difficulty maneuvering the protective sleeve of the delivery catheter at an angle. The lp was replaced to complete the procedure. Patient was stable.